Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Defective batteries were identified as being the cause of the malfunction, however, no conclusion can be drawn as repair information is unavailable at this time.